Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that distal end of the primary tubing broke off in the blue microclave. Microclave in power PICC brachial vein. The microclave was connected to IV site, then tubing was connected into the microclave. Tubing leurlock piece broke off into microclave. Tubing was disconnected, male piece broken off, microclave noted with blood clots.